Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Also some changes in the pacing impedances were observed but still within range. High capture thresholds were also observed. Troubleshooting options were discussed and recommended. At this time, this product remains in service and no adverse events were reported.